Event description:
Full revision surgery occurred on (B)(6) 2017. The explanted devices were discarded by the explant facility.

Event description:
It was reported by a company representative while attending a patient appointment that the patient¿s device had low impedance. The company representative stated the physician checked twice and both times the impedance value was ¿<=600 ohms¿ but the output current status was ok at 2.25 milliamps. The device was left on. It was reported the patient has been seizure free since implant, and has not had any recent falls. The patient didn¿t mention any symptoms. The patient was referred for revision surgery. No known surgery has occurred to-date. Additional relevant information has not been received to-date.